Event description:
The device was applied during a hysterectomy procedure involving one pt. Reportedly, the staples did not form properly. The surgeon completed the procedure with another instrument. The hosp has reported no pt injury.